Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Corrected datal - lot number. An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. Method & results: device evaluation and results: the tibial alignment ankle clamp fractured near the base. The device was manufactured to revision g of the product drawing. -medical records received and evaluation: not performed because there is no indication the event was related to patient factors -device history review: review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been other similar reported events for this lot ID. Conclusion:the investigation concluded that the ankle clamp broke at the yoke from multiple overload conditions during use. A CAPA was raised to document root cause and corrections. Root cause was determined to be design related, the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on 10-mar-2014.

Event description:
It was reported that the breakage of the clamp when it was started to use during surgery. There was no spare product, so the surgeon fixed the guide with his hands and cut the tibia.

Event description:
It was reported that the breakage of the clamp when it was started to use during surgery. There was no spare product, so the surgeon fixed the guide with his hands and cut the tibia.